Manufacturer narrative:
Per visual inspection: cracked cartridge holder and inpen front shell does not stay attached. Found a tiny black piece lodged into cartridge holder cavity. Unit paired successfully to commercial app. Inpen received with leadscrew 1/4 of travel. Found broken black piece inside inpen/cartridge holder cavity. Inpen failed front cap investigation. Inpen front shell does not fit securely onto cartridge holder due to small snap arm being cracked / broken. In conclusion: inpen received with cracked cartridge holder. Physically damaged cartridge holders can affect insulin delivery. The customer concern of physical damage at cartridge holder was confirmed. Inpen received with black piece inside the cartridge holder cavity. Any item lodged into cartridge holder cavity can affect insulin delivery. Part that locks the inpen after you change it is not working (cartridge holder cavity) was confirmed during visual inspection. Cap anomaly was confirmed during visual inspection; front cap does not lock in properly. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced the bottom part of the inpen cracked and unable to lock it anymore. The customer reported no adverse event. The event involved product(s) mmt-105nnpkna. Troubleshooting was performed. The customer was advised for the replacement of the inpen. No harm requiring medical intervention was reported. The customer will discontinue to use the inpen. Mmt-105nnpkna was requested and customer response was the device will be returned.